Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4): the device was returned, analyzed and primary analysis revealed normal battery depletion.

Event description:
It was reported that the device had and estimated longevity of six months. It was further reported that four months later the patient fainted due to bradycardia. The device was explanted and replaced. No patient complications have been reported as a result of this event.